Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of levofloxacin 750mg in 150mls of d5, the tubing separated at the distal end of the pumping segment and leaked. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 150 ml sagent infusion bag (lot 80019 exp 12-2020) of levoflaxacin in 5% dextrose, therapy date (B)(6) 2018. The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection observed that the silicone segment was separated from the lower fitment. Further visual inspection of the separated silicone segment end noted o-ring indentations on the silicone segment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing was performed; the set flowed freely without any leaks or issues observed. Dimensional testing was performed on the pumping segment components; the sample measurements were within specification. The root cause that the tubing separated and leaked was not identified.

Event description:
The customer reported that during an infusion of levofloxacin 750mg in 150mls of d5, the tubing separated at the distal end of the silicone segment and leaked, spraying the nurse. There was no patient harm.